Event description:
According to the reporter, during a lower segment transverse uterine incision for a cesarean section, when the procedure reached the abdominal closure stage, the surgeon used a synthetic absorbable surgical suture on the abdominal fascia and skin. During normal traction on the suture while preparing to tie a knot or continue suturing, the suture suddenly broke at the connection point at the base of the needle, rendering it unusable. The surgeon immediately stopped using the defective suture and opened another spare suture of the same model. The spare suture functioned normally, and the abdominal incision was successfully closed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.